Event description:
A 70-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. Novocure was informed on june 10, 2024, that the patient was ending optune gio therapy as the surgical incision site on his head had not healed. On (B)(6) 2024, the healthcare provider (hcp) reported the patient was admitted to the hospital on to (B)(6) 2024, due to a non-healing surgical incision site (last tumor resection (B)(6) 2024) with epidural fluid collection. Per provided hospital summary, the patient underwent repair of the cranial incision with wound washout on (B)(6) 2024. The wound culture was positive for klebsiella oxytoca and treatment included six weeks of unspecified intravenous (IV) antibiotics via a peripherally inserted central catheter (PICC) line. The patient had been monitored for ongoing wound healing difficulties and potentially needed additional surgery involving plastic surgery to reclose the incision with a cranioplasty flap. However, the patient presented to the hospital on (B)(6) 2024, due to generalized weakness and a fall. An MRI on (B)(6) 2024, indicated likely progression of gbm and the patient was discharged home that day. The patient and family deferred further surgical intervention and considered palliative care. The hcp assessed the event as unrelated to optune gio therapy.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the placement of the transducer arrays to the wound infection and impaired healing cannot be ruled out. The fall and muscular weakness are unrelated to device use. Contributing factors for wound infection and impaired healing in this patient include dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, and multiple surgeries affecting skin integrity. Wound infection is an expected event with optune gio device use (ef- 11 0% and <1% ef-14 optune arm). Impaired healing is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).